Event description:
It has been reported there is a broken weld where the siderail meets the patient platform, which may result in the siderail being inoperable.

Manufacturer narrative:
The investigation is active and we will continue actions to determine if the reported condition resulted in the siderail being inoperable.